Event description:
It was reported that the device would only display vertical lines upon power on and locked up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio is in the process of evaluating it and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.